Event description:
It is reported after going transseptal a pericardial effusion was noted. It was before ablation. The blood pressure was down slightly and a pericardial effusion was noted on ultrasound. A pericardial effusion was performed and the case was continued. A mobicath sheath was used d140010 / lot w3379647, preface sheath 301803m / lot 17549521, smart touch sf catheter d134805 / lot 17488790l, carto system serial #(B)(6), smart ablate generator serial #(B)(6) and smart ablate pump unknown serial number. No errors codes on equipment. Issue happened before the smart touch sf catheter insertion. Additional clarification was received which stated that it was noted that the preface guiding sheath was not used in the patient prior to the adverse event, but was used after the pericardiocentesis. Transseptal puncture was performed with an unspecified needle. Physician is unsure of causality, but indicated that it was likely related to transseptal puncture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).